Manufacturer narrative:
(B)(4) - pseudoarthrosis: neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional product info.

Event description:
It was reported that approx 13 months after a bi-level anterior cervical discectomy and fusion with cortical ring allografts and a cervical plate system at c5-c6 and c6-c7, pseudoarthrosis at c5-c6 was identified on plain radiographs. It was noted that the graft had settled postoperatively and was likely resulting in loss of foraminal distraction and some arm paresthesias. No treatment was reported. At the 24 month postoperative evaluation, the x-ray viewed indicated there appeared to be a pseudoarthrosis settling at the c5-c6 disc space. At the 36 month postoperative evaluation, the pseudoarthrosis was ongoing. X-rays revealed that the plate was in good position but a screw had backed out at least one thread pitch since the last visit. It was reported the screw was toggling. It was recommended that the pt follow-up in about ten months to assess the hardware. No additional treatment was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three months post-op, the patient called in and reported left shoulder blade pain radiating under arm and into arm that began 13 days post-op. Six months post-op, the patient reported "tingling" and "numbness" in hands and arms like before surgery. It was also reported that the "outcome is resolved. No further information was reported.

Event description:
Operative approach: extrapharyngeal anterolateral ae# 03 noted on postop visit date: on (B)(6) 2007 with an onset date of (B)(6) 2007 postop: patient reports "tingling" and "numbness" in hands and arms like before surgery. Outcome is pending.